Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side "rupture" and "exchange from textured to smooth due to concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". And "exchange from textured to smooth, due to concern with the product". Record is for right side. Device remains implanted.